Manufacturer narrative:
Investigation results: as of the date of this report the complaint product was not provided for investigation. Therefore, a thorough investigation is not possible. Batch history review: the device quality and manufacturing history records have been checked for the available lot number and were found to be according to our specifications valid at the time of production. Review of the complaint history revealed that there are two similar complaints against the same lot number(s). The review of risk assessment revealed that the overall risk level (severity 9 (10) probability of occurrence) according to din en iso 14971 is still acceptable. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. In the event that the complaint product will be provided for investigation in the future, an update of this report will be provided unsolicited. Based upon the investigations results there is CAPA is not necessary.

Manufacturer narrative:
Investigation on going. Additional information / results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with product hf combi unit. During laparoscopic total hysterectomy and bilateral salpingectomy surgery the gn300 aesculap device was used for bipolar coagulation and cutting. But when performing bipolar coagulation, the device lost response and could not coagulate. Immediately replaced with backup tool and there was no injury to patient. Additional information was not provided was not available. Additional patient information is not available. The adverse event / malfunction is filed under aag reference (B)(4).